Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, right coronary artery. The 3.5 x 12 mm nc trek balloon catheter was used successfully for pre-dilatation. After fully deflating the balloon, the balloon catheter was being retracted when it caught on the tip of the guiding catheter. This caused the proximal shaft of the balloon catheter to separate; however, was removed successfully from the patient. A 3.5 x 33 mm xience alpine stent delivery system was used for the case successfully. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be confirmed. The reported failure to advance could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and separation appear to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty removing the device could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information has been received that the nc trek balloon failed to cross the lesion; therefore, the balloon was not inflated. During removal, resistance was met at the tip of the guiding catheter. No additional information was provided.